Manufacturer narrative:
Concomitant medical products: product ID: 5076-58 lead, implanted: (B)(6)2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an atrial lead warning with polarity switch. It was also noted there was noise detected after polarity switch. It was further reported the patient was assessed for the atrial lead impedance warning/switch. The device was reprogrammed. At that time, it was thought the lead switch was due to the patient using a heavy leaf blower power pack on the patient¿s back causing electromagnetic interference (emi). Since then, the patient had high impedance paces. Most likely the switch occurred shortly after the patient left the office. The device and lead remain in use. No patient complications have been reported as a result of this event.